Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be kinked. Although the cannula was observed to be kinked, fluid was able to successfully flow through the entire fluid path and exit the distal tip of the soft cannula. No signs of leakage were observed. The timing and cause of the damage is unknown. Timeouts were observed in the data, however delivery was not stopped and no alarms or drive stalls occurred. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. The rerun data did not replicate the timeouts. The actual cause of the high pulse width could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 328 mg/dl. The pod was worn between 24 and 36 hours on the leg. Hyperglycemia treated with a new pod.